Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician accidentally reversed the right atrial (ra) lead and right ventricular (rv) lead terminal pins in the pacemaker header. This was not discovered until after the pocket had been closed. The patient underwent a second procedure to correct this problem. The system remains in service. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
--